Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows it is reported, the screw during a skull bone operation. The tip of the screw (estimated to be 2mm) was embedded within the skull bone of the patient. Per additional information received, there was no reported patient harm; the surgery was prolonged but the prolongation time was unknown. This is 1 of 1 report for com-(B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. (B)(6). A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The part was not returned for evaluation. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.